Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had air bubbles in her reservoir. Customer mentioned that she has been sent a replacement pump already and she is still experiencing issues with the replacement pump. Customer stated that she recalls her blood glucose being low. Customer stated that she has been eating less. Customer declined troubleshooting. Customer stated that the air bubble was approximately larger than a champagne-sized bubble. Customer stated that the pump was not rewound with a reservoir in place. Customer was advised to change the infusion set.